Manufacturer narrative:
The returned sample was a portion of the purge line that contained the one-way vernay valve. Visual inspection of the line found no anomalies. Review of the device history records revealed no manufacturing issues. The flow of the line was tested by applying air pressure through the line in the proper direction of the valve while it was submerged in a water bath. Bubbles could be seen immediately upon pressurizing the sample. All purge lines are 100% flow and leak tested in process. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). No patient involvement (not labeled). (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, it was discovered that the one way valve in the purge line off of the oxygenator, was stuck in a closed position. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.